Event description:
Upon receipt of the device, the user reported the flow sensor falsely alarmed "backflow". No other details regarding the nature of the event were provided. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.